Event description:
It was reported that stent dislodgement outside patient occurred. A 2.50 x 32 synergy drug-eluting stent was selected for use. During unpacking, the stent mesh was already dislodged upon opening. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 32mm stent delivery system (sds), was returned for analysis. A visual and tactile inspection of the hypotube profile revealed no issues or damages. Shaft polymer extrusion profile examination revealed no issues identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic analysis of stent profile revealed no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. No device issues were identified during returned product analysis.

Event description:
It was reported that stent dislodgement outside patient occurred. A 2.50 x 32 synergy drug-eluting stent was selected for use. During unpacking, the stent mesh was already dislodged upon opening. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).